Event description:
It was reported the patient received the following results within 10 minutes: 476 mg/dl and 125 mg/dl. On a different day the patient received the following results within 10 minutes: 113 mg/dl, 53 mg/dl, and 48 mg/dl.